Event description:
Informed by rn in ICU that the ventilator "stopped working" pt desaturated and ventilator started working again. Screen froze on vent and no air was coming out. Myself and another rt changed out ventilator and no harm was done to patient.